Event description:
Reportedly, the colon/rectum anastomosis was stappled but was not cut cover a quarter of the posterior section. The anvil could not be retrieved; unintended laparotomy and completion of the anastomosis with thread. Procedure:anastomosis.